Manufacturer narrative:
The evaluation revealed the set screwdriver, flexible shaft gamma3® 4 mm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). During investigation no visual, functional or manufacturing related issues were found. The reported event could be confirmed; the screwdriver showed significant traces of an intense and frequent use. An examination with a stereo-microscope revealed small residuals (black particles) on the flexible part of the returned device. The residuals are not trapped and could be removed easily with a cotton swap and plain water. The found black particles were suspected to be incrustations of sterilized remaining body liquids like bone marrow and blood. A hemo check-s test has been performed for detection of blood residues. The used test kit can detect 0,1 ¿g of blood by showing a slight blue-green spot but the outcome was under the detectable threshold, which is supported by the yellow color change. Residues on the flexible part are known and were evaluated by a medical expert ¿refer to section medical background / information. The general cleanability of the screwdriver in the flexible part was proved during design validation. Tests [e.g. Test report (B)(4)] confirmed, that germ reduction is being achieved significantly better with automatic [machine cleaning] as well as manual cleaning for the subject product than for comparable other critical instruments [e.g. Endoscopes]. Furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ ((B)(4)). The evaluation revealed that no manufacturer related issue was found; the case is attributed to an inadequate cleaning and reprocessing by the customer (user related). Review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Black substance on the flexible portion of the gamma nail instrument set screwdriver following sterilisation. As per attached photos, material rubbed off quite easily on a drape. Noticed during instrument set-up prior to start of medical procedure, noticed by scrub nurse.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Black substance on the flexible portion of the gamma nail instrument set screwdriver following sterilisation. As per photos, material rubbed off quite easily on a drape. Noticed during instrument set-up prior to start of medical procedure, noticed by scrub nurse.